Manufacturer narrative:
An event of aortic stenosis due to calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23mm trifecta valve was implanted. On (B)(6) 2017, a tte showed aortic stenosis (grade iii) and aortic insufficiency (grade I). The dp max/mean was 76/36 mmhg, eoa 0.6-0.74cm2. The patient was diagnosed with structural valve deterioration. On (B)(6) 2017, a cardiac catheter showed severe aortic stenosis, eoa 0.6cm2 (calcification). The cause of the calcification is unknown. On (B)(6) 2018, a 23mm evolut valve in valve was implanted within the trifecta valve. The post-procedure echo showed good systolic function of the left and right ventricle and trivial paravalvular leakage. (Clinical study patient ID: (B)(6)).